Event description:
On (B)(6) /2015, the reporter contacted lifescan (B)(6), alleging that the subject meter read inaccurately when compared to an unknown meter. The exact meter readings were not available. This complaint is being reported because the meter readings may not have met lifescan's criteria for accuracy and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.